Manufacturer narrative:
E1; reporter institution phone number: (B)(6) e1: reporter phone number: (B)(6). Analysis was performed by philips bench, performed testing on the reported device. The speaker was faulty and needed to be replaced. The speaker was replaced is operational to specifications. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty speaker.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating a speaker fault, and an error message stating ¿speaker error¿ is displayed. It was confirmed there was no sound. It is unknown if the device was in use at time of event, no adverse event report.